Event description:
It was reported that the generator stopped delivering energy during surgery. Using another handpiece did not help.

Manufacturer narrative:
The manufacturer has received the unit for evaluation. Once the investigation has been completed, a follow-up report will be submitted.